Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. Other unrelated issues were observed, however the customer declined to have their device repaired and the device was returned unrepaired to them. The customer was informed not to use the device. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was charged to 200j during a code when it twice powered down before it was able to deliver a shock. The clinicians were then able to use another device and deliver therapy successfully. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was unable to provide any further information for the event or the patient. Patient fields in which information was not provided were intentionally left blank. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was charged to 200j during a code when it twice powered down before it was able to deliver a shock. The clinicians were then able to use another device and deliver therapy successfully. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.